Event description:
The customer reported that his m20 speaker was not providing alarm sounds. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.